Manufacturer narrative:
Device was unavailable for return. Conclusion- device discarded- unable to follow up.

Event description:
As reported, "the port implanted in the right antebrachial region using the puncture of the basilic vein. Administration of drug solution was commenced, difficult injecting the solution was encountered. Fluoroscopy verified that the locking sleeve and catheter were detached from the port, and that the catheter had migrated into the right atrium."